Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 12.5 cm distal to the is-1 connector pin. A portion of 2 cm of lead body between the segments was not received for analysis. The inspection revealed multiple signs of abrasion along the distal lead segment. In particular, the insulation was found damaged as a result of wear 50.5 cm proximal to the lead tip. This damage can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as a result of the interaction with the ICD can. Further inspection revealed explantation damages i.e. The rv shock coil was found damaged and the inner coil was found deformed at the distal part of the lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 14 months, oversensing was reported via home monitoring. The lead was explanted and returned to biotronik. No adverse patient side effects have been reported.